Event description:
A doctor alleged that voids were present on five (5) patients' gingival margins after placement with the sonicfill composite. This is the first of five (5) reports.

Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The doctor drilled out the composite for tooth #20 and repeated the procedure during the same office visit using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.